Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys toxo igm immunoassay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The customer noted that they have been getting a higher frequency of false positive test results for toxo igm. The sample initially resulted with a positive toxo igm value when tested on the e 411 analyzer. The sample was sent to another laboratory for testing with the centaur method and the result was negative. A negative value was reported outside of the laboratory. The e 411 analyzer serial number is (B)(4).

Manufacturer narrative:
A sample was requested for investigation but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.